Manufacturer narrative:
(B)(4). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in brazil reported via a fisher & paykel healthcare (f&p) field representative that one of the tubes of an opt314 optiflow junior neonatal nasal cannula was detached from the swivel grip tube joint during use on a patient. The healthcare facility further reported that the cannula was in use for less than 24 hours before the reported event occurred. There was no reported patient consequence.

Event description:
A healthcare facility in brazil reported via a fisher & paykel healthcare (f&p) field representative that one of the tubes of an opt314 optiflow junior neonatal nasal cannula was detached from the swivel grip tube joint during use on a patient. The healthcare facility further reported that the cannula was in use for less than 24 hours before the reported event occurred. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Correction: section d2b: device product code is corrected from btt to cat section g4: PMA/510(k) number: no 510(k) number was added in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Method: the subject device, opt314 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility reported that the tubing of an opt314 optiflow junior neonatal nasal cannula was detached from the swivel grip tube joint during use on a patient. There was no reported patient consequence. Conclusion: without the return of the subject device, we could not conclusively determine the cause of the reported fault. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt314 optiflow junior nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the opt314 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."